Event description:
It was reported that, "scrub tech tried to thread cage onto inserter and couldn't get it to thread properly."

Manufacturer narrative:
Method - visual inspection, mfg record review, complaint history analysis and risk assessment. Results - visual inspection: the returned cage was visually inspected and the threading was observed to be slightly damaged. Despite the observed damage, the returned cage was found to be functionally compliant. A reference avs aria implant inserter could be easily inserted into the returned cage and the cage was held firmly and securely. Mfg record review: no discrepancies noted. Complaint history analysis: one other previous record where it was concluded that the damaged threading of the returned implant was the result of the cross-threading when the user was attempting to load the implant to the implant inserter. Risk assessment: there were no adverse consequences reported and replacements are available. Conclusion - the damage to the cage is believed to be the result of user cross-threading the cage with the implant inserter. The aria surgical technique clearly details the steps that are to be followed to attach the cage to the implant inserter.